Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when replacing the mitral valve and aortic valve, the steel wires dislodged from the needle when closing the sternum. This resulted to sternal hemostasis and slight delay in the operation.